Event description:
It was reported that a patient had a revision due to dislocation of his comprehensive reverse shoulder arthroplasty from his surgery approximately 2 months earlier. Patient was asymptomatic but dislocation was picked up on an x-ray requested for 6 week follow up. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Medical product: catalog #: xl-115363, arcom xl 44-36 std hmrl brng, lot # 386830, catalog #: 1115370, 44 std humeral tray with locking ring, lot # 522620, catalog #: 180551, comp lk scr 3.5hex 4.75x20 st, lot # 483770. Device evaluated by MFR: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01717.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.